Manufacturer narrative:
Analysis of the instrument and instrument data indicated that the cause for the negative hcg result was sample related. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A negative hcg result was obtained on a patient sample on the dimension exl instrument. The patient result was reported to the physician who questioned the result. The sample was repeated and a similar result was obtained. The sample was also run on a qualitative device and a positive result was obtained. There is no indication that patient treatment was altered or prescribed on the basis of the negative hcg result. There was no report of adverse health consequences as a result of the negative hcg result.